Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 24 occurred. Subsequently, a cartridge alarm 6 occurred with multiple cartridges. Reportedly, the pump was not outside of the allowable operating altitude range at the time of these alarms. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 335 mg/dl.